Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a delivery anomaly from the insulin pump. The customer's blood glucose reading was 130 mg/dl. The customer stated that the delivery is okay and the auto test passed. The customer stated that the infusion set change is correct. The customer stated that it probably is related to wrong calculation of insulin units versus carbohydrates eaten. The customer stated that the sensor is not in use.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The insulin pump monitored for several days with a program of 1.0u basal rates and all basal rates registered properly in the daily total history noted. The insulin pump was programmed with multiple bolus wizards and the bolus wizard feature functioning properly. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.